Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to all three pegs fracturing off the patella. The patella was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Following review, no new risks were identified." Examination of returned device found no evidence of product non-conformance. The failure mode appears to be lack of bony ingrowth leading to lack of long term fixation. The cause of this failure mode cannot be determined.